Event description:
It was reported that during setup, the rep attempted to boot up the navio, but the touchscreen would not work. Had an external monitor hooked up and received the following error message ¿an error occurred during initialization: touchscreen communication compromised¿. Checked all connections and shutdown and rebooted six times with no change. After the case discovered the dvi cable is defective. Navio case aborted and completed with s+n manual instrumentation.

Manufacturer narrative:
The device was being used during treatment and was not returned for evaluation. There were also no photos returned of the device. There was no lot number indicated in the original complaint. However, all lots of dvi hdmi cable distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed and there were no issues that would lead to performance issues. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found 17 reports of the issue. This issue will continue to be monitored. The failure is identified in the risk profile. The surgical technique guide released at the time of the complaint (pn 500095 rev#d) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. Since the reported event was related to a component failure, there is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has not been established. A factor that could have contributed to the reported event the dvi cable was defective. However, without the device for evaluation, the reported event cannot be confirmed. Therefore, the root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Since there was no alleged harm to the patient, no further medical assessment is warranted at this time.